Event description:
It was reported that an arteriotomy closure the moderately calcified right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional procedure. Reportedly, the proglide device was advanced into the artery until pulsatile flow was observed exiting the marker lumen. The lever was lifted to deploy the foot and the device was retracted until a tactile sensation of the foot against the anterior wall of the artery was felt. The plunger was depressed until the collar met the device body. The plunger was removed; however, no suture was visible, a cuff miss occurred. The proglide device was removed and a second proglide was used with the same results. Hemostasis was achieved using a non-abbott device and manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. It was reported that moderate calcification was noted in the right common femoral artery at the access site. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site.

Manufacturer narrative:
(B)(4). The other proglide device referenced is being filed under a separate medwatch MFR number. Evaluation summary: the device was returned for evaluation. The reported cuff miss was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.